Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the connection between the main printed circuit board (pcb) and interconnect flex was intermittent. Both parts were replaced due to intermittent connection. It was also noted that the high rate cover was broken, the upper and lower cases were broken, the heart wire contacts and heart block were contaminated, one side bail cover and ring cover were broken, and one case screw was missing. Further analysis was performed on the main pcb and the interconnect flex. This analysis confirmed the reported event caused by interconnect flex tab contact corrosion.

Event description:
It was reported that the external pulse generator pacing rate was out of specification. The external pulse generator had been hooked to a patient and was changed out, and has been returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator pacing rate was out of specification. The external pulse generator had been hooked to a patient and was changed out, and has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions. Product event summary: analysis confirmed the reported event, the connection between the main printed circuit board (pcb) and interconnect flex was intermittent. Both parts were replaced due to intermittent connection. It was also noted that the high rate cover was broken, the upper and lower cases were broken, the heart wire contacts and heart block were contaminated, one side bail cover and ring cover were broken, and one case screw was missing. Further analysis was performed on the main pcb and the interconnect flex. This analysis confirmed the reported event caused by interconnect flex tab contact corrosion. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.